Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Review of the attached x-ray image could not confirm the reported allegation. The root cause could not be determined. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient's hip subluxed many times over the past couple of years, but last week it finally dislocated completely. They were able to reduce him but he decided to have it revised. No corrosion on the neck taper and head joint. Everything was well fixed. I do not have the exact date they were originally implanted in 2003. Doi: 2003. Dor: (B)(6) 2020; right side.